Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. To resolve the issue, the customer changed the infusion site. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer's blood glucose (bg) level was 248 mg/dl, and the customer confirmed a correction bolus would be delivered to address the bg level. The customer declined any further follow-up from tandem technical support.